Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating heat from the device. It was reported that the device was used in surgery but without any pt or user injury. It is unk if medical intervention occurred. No additional info available.